Manufacturer narrative:
The boxes of lancets will not be returned.

Event description:
The caller reported that on (B)(6) 2016 they noticed a box of safe-t-pro lancets (serial number unknown) that contained two lancets that were not put together and the lancets were uncapped. The caller stated he had thrown that box away. He stated he opened another box of safe-t-pro lancets (serial number (B)(4) and that box also had two lancets that were not put together and uncapped. He stated he threw away that box also. He did not have the expiration date of the lancets since he threw away the box. There was no accidental fingersticks. There was no adverse event. The customer threw away the boxes so there will not be any material returned to investigate.